Event description:
Thw staff was pacing a male pt (age unknown) in cardiac and respiratory arrest using the device in semi-automatic mode. They changed to manual mode using multi-function cable and multi-function electrodes and received an "electrodes off" message. The staff checked the connections, but the message reamined. Ten miuntes later the message disappeared, and they attempted to pace the pt again. They set the pace rate at 60 and set the ma (setting unknown), but the ma did not appear on the screen and the pt did not appear to move. The pt subsequently expired. There is no indication from the complainant that alleged malfunction contributed to pt outcome.